Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on june 02, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). Subsequently the patient was re-implanted with a new device on (B)(6) 2017.